Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family me member of the patient regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that the patient stopped using the implantable neurostimulator (ins) because it wasn¿t working. In result, the ins was removed on (B)(6) 2009 and the two paddles were left in. There were no therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.